Event description:
On november 4, 2025, impulse dynamics regulatory staff were notified of an explant that was discovered by an ID field representative had taken place on (B)(6) 2025. The following information was provided: "implanting physician reached out that [patient] had endocarditis and was septic. Both [their] defibrillator on [their] left side and [their] optimizer on the right side were going to be removed. This patient had missed a couple of clinical visits in a row. [Impulse] did not even know [patient] was in the hospital. No family member reached out no calls were returned. First notification we have was the doctor told me they were removing everything due to infection. They do not feel this was device generated." More information is currently being sought at the time of this initial report.